Manufacturer narrative:
The tandem user guide states, "to start a cgm session, follow the steps below. 1. From the home screen, tap options. 2. Tap my cgm. 3. Tap start sensor." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer had not started a sensor session on the pump. The transmitter ultimately regained connection with the pump after the customer started a sensor session. No additional patient or event information was available.